Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that seven months post index procedure the patient had a secondary intervention; details of the event are unknown. Currently, the patient was in for a routine follow up and a CT revealed that there was a distal type I endoleak due to disease progression with thoracic aortic dilatation. The physician implanted a (B)(4) and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine. It was reported that the patient was in for a routine follow up and a distal type I was noted. The cause of the endoleak was loss of distal seal due to expansion. The physician is monitoring the patient and has not decided on treatment. A review of returned films post-implant showed a distal type I endoleak. The taa max diameter is 5.5cm. The distal stent graft margin is approximately 2cm above the celiac, and the distal stent graft od is 44mm. The cause of the endoleak appears to be due to dilatation of the distal seal due to disease progression. The films also showed that an aneurx was positioned within the angulated neck. The aaa max diameter is 4cm, the limbs are patent, and no endoleak is seen.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression; distal seal zone dilatation). Evaluation conclusion: known inherent risk of a procedure (endoleak). Device failure/lack of effectiveness related to patient condition (disease progression; distal seal zone dilatation).